Event description:
It was reported that the solution leaks from the filter during application. This issue occurred several times with different patients. Leakage occurs approximately on day 3 of the 96h. No injury reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: no product was returned. The reported complaint could not be confirmed.a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. If the product is returned this complaint will be reopened for further investigation. For all enquires or follow up questions related to the record, do not use (B)(6).